Manufacturer narrative:
Concomitant medial products: product ID: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected an atrial arrhythmia followed by rapid-ventricular-response as ventricular fibrillation (vf) and delivered inappropriate therapy. It was additionally reported that the right ventricular (rv) lead potentially had diminished sensing. The lead and the ICD remain in use. No further patient complications have been reported as a result of this event.